Event description:
Malfunction: loss of z axis and fine movement control. A user facility reported that the up/down movement of the bed did not function during a procedure. There was no report of patient/user harm related to this issue.

Manufacturer narrative:
Determination of root cause: assessment: during the onsite investigation, the territory manager (tm) noted the z axis appeared to be lower than hall effect sensor. The bed was swiveled to femto position. To address the issue, the tm moved the z axis up and down and adjusted the upper hall effect switch. He successfully completed a system verification to specifications. A review for 3 months prior to the date of this event showed no previous complaints of this complaint class for this system. Conclusion: based on the results of the investigation, the root cause was determined to be the upper hall effect switch was out of alignment. (B) (4). (B) (4). (B) (4).